Event description:
It was reported patient underwent an anterior talofibular ligament procedure on an unknown date. During the procedure, the juggerknot 1.4 slid off insertion. As a result, the surgeon drilled a new hole in a different spot.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.